Event description:
It was reported the patient underwent aortic valve replacement surgery and CABG procedure. Postoperatively, the patient presented with a gradient of 50 mmhg and the patient had stress related dyspnea. A recent echo revealed a peak gradient of 100 mmhg with reasonable ventricular function and an ejection fraction of 40%. The patient underwent a re-op and intraoperative findings revealed the valve cusps were full of thrombosis preventing the valve from opening. The valve was removed and replaced with a mechanical valve (model and serial number unknown). The patient is receiving anti-androgen medication for prostate cancer. The physician does not allege the event was caused by the device. Additional information has been requested.